Event description:
The lead was explanted dut to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: intravascular counter traction with stylet sheaths(s). No complications.